Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long tip forceps instrument to perform failure analysis. The long tip forceps instrument was analyzed and found to exhibit unintuitive motion. The instrument was installed on an in-house system and driven. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators; however, the tip moved in the opposite direction. Motion issues can be caused by something else in the backend (ex: broke cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). No damage to the back-end components on the instrument were found.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip on the long tip forceps instrument would not articulate correctly. The procedure was completed with no reported injury.